Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found intermittent fault pointing to the generator and replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Erbe was analyzed and the customer reported complaint was confirmed but not replicated. A review of the logs found the reported error confirming the fault occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The unit was placed on a well-known system and the unit energized and cauterized, and all ports recognized instruments. The unit will be returned to the original equipment manufacturer for additional analysis. The complaint was confirmed based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing errors such as c-38 and c-30. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted salpingo oophorectomy surgical procedure, the monopolar energy was not working and swapped out energy cords. Technical support engineer (tse) had the customer hard power cycle the erbe and when they tried to fire again they got m-11, m-18, c-30 and c-38. The customer didn't have the blue activation cable to use with the force triad and all other towers were in use. Erbe started to work but since hanging up the erbe has had additional faults. The procedure was completed with no reported injury.